Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and leaflet restriction for a mitraclip procedure. There were challenges imaging the posterior leaflet throughout the procedure. The xtw got on the valve 4+ pre procedure, got down to 1-2 mr. During grasping attempts with an xtw, the clip became caught on the prominent chordae of the posterior leaflet. Standard troubleshooting freed the clip. During the last attempt to grasp, there was extra tissue noted on the posterior leaflet. The clip was moved adjacent to the area where the tissue was noted. There was difficulty assessing leaflet insertion and visualizing the posterior leaflet going down into the apex of the clip. The mr was reduced to grade 1-2. Some color came through the leaflet on the echocardiogram, indicating a perforation of the posterior leaflet. The clip performed as intended, with the exception of the brief moment being caught in chordae. The physician was satisfied with the result. There were no adverse patient sequelae or additional treatment required for tissue injury.